Event description:
It was reported that the locking screw of the wristore broke while surgeon was tightening.

Manufacturer narrative:
Eval summary: the locking screw could have fractured due to overtightening. However, exact cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product fail to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B)(4). Total # of events: 2. Event type: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.